Manufacturer narrative:
(B)(4).

Event description:
It was reported that: incident occurred on (B)(6) 2022. During the insertion of the cvc on left-clavian, the doctor observed after the insertion, a large air leak. He noticed that the needle was separated from its hub. He removed the needle immediately and used another kit. Consequence, during the change of the kit, the vein bled few seconds and bleeding stopped after compression. It was reported the patient's condition is "fine, the incident had no consequence on his status".

Manufacturer narrative:
(B)(4). The customer returned one, opened cvc kit for analysis. The needle will be analyzed as part of this complaint investigation. Visual analysis revealed that the needle hub was broken and separated. A portion of the distal end of the hub was still adhered to the needle cannula. Microscopic examination confirmed the separation and revealed that the edges were smooth and uniform. It was also confirmed that the hub on the returned sample is the new hub design, which matches the bill of materials. Functional inspection was not able to be performed due to the damage to the needle hub. Confirmation from the customer revealed that the needle came into contact with disinfectant (dermal chlorohexidine) during the procedure. A device history record review was performed with no relevant findings. The report of a separated needle hub was confirmed by complaint investigation of the returned sample. Visual examination revealed the hub was separated. A device history record review was performed, and no relevant findings were identified. Based on the sample provided and the report from the customer that the needle came into contact with disinfectants, it was determined that design likely caused or contributed to this event. A CAPA was opened to further investigate this issue. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: incident occurred on 18 august 2022. During the insertion of the cvc on left-clavian, the doctor observed after the insertion, a large air leak. He noticed that the needle was separated from its hub. He removed the needle immediately and used another kit. Consequence, during the change of the kit, the vein bled few seconds and bleeding stopped after compression. It was reported the patient's condition is "fine, the incident had no consequence on his status".